Manufacturer narrative:
Results and conclusion: based upon user facility information and the returned sample. Based upon evaluation of undamaged sections of the return sample. The involved sample was returned for evaluation by the manufacturing facility. Examination of the returned sample confirmed that the urethane coating had been sheared off and detached from the core wire starting approximately 135mm from the distal end for a distance of approximately 55mm. Although the cause of the reported event cannot be definitively determined, the event description and appearance of the return sample are most consistent with damage to the glidewire's polyurethane coating due to manipulation of the guidewire against a sharp surface, such as the bevel of the metal introducer needle during withdrawal. Examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. There is no evidence that this event was related to a device defect or malfunction. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a portion of the guidewire was sheared off during a porta cath insertion procedure. Follow-up communication confirmed that a metal introducer needle had been used in combination with the glidewire and the physician completed the procedure with another guidewire of the same type. No additional event specific information was able to be provided.